Event description:
It was reported to st.jude medical that the patient expired due to an unknown cause and the device could not be interrogated. It is unknown if the device failed to interrogate to or after the patient expired.